Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the slack was taken up, but the handle doesn't have evidence that the trip wire was secured to the post. Additionally, the ligator housing returned with six bands attached to it. No other problems with the device were noted. The reported event of "bands premature deployment" was confirmed. It was found that the instructions for use of the device weren't follow since the trip wire was not secured to the handle. This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire does not work accordingly with the handle when pulling the bands. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the labelled indications. "Secure trip wire in slot on handle unit", however, it was found that the wire was not secured to the handle. The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Based on all gathered information, the most probable root cause of this complaint is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an internal hemorrhoid ligation procedure for internal hemorrhoids performed on (B)(6) 2025. During the procedure, it was noticed that two bands were deployed following a single full rotation of the deployment mechanism. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an internal hemorrhoid ligation procedure for internal hemorrhoids performed on (B)(6) 2025. During the procedure, it was noticed that two bands were deployed following a single full rotation of the deployment mechanism. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.